Event description:
It was reported that the subject device experienced lens fogging up, and an error message during set-up/inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. Corrected fields: g4, h6. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: tesu board was broken, heating function was not given, fog free function does not work, image could appear foggy, the distal cover glass fogged up, outer tube was scratched and had sharp edges. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the tesu board was broken and therefore error 104 occurred. Since the heating function was not given and the fog free function does not work, the distal cover glass fogged up, and the image could appear foggy. In regard to the other new identified malfunctions, the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.